Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the back up display on a 980 ventilator went blank. Patient ventilation was not interrupted. The ventilator continued to operate and the ventilator was continued to be used on the patient. The patient was not harmed or injured as a result of the event.